Event description:
It was reported that the right ventricular (rv) lead had low sensing values 5 days after implantation. It was decided to reposition the rv lead, during the repositioning of the rv lead there was difficulty retracting the lead causing a possible perforation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.